Event description:
Reporter indicated that the patient had his device replaced due to high impedance. Only lead was replaced, not the generator. X-rays had been taken of the device prior to surgery, but no anomalies were noted upon review by manufacturer. No patient adverse event, trauma, or manipulation was reported. Product has been returned to manufacturer, but analysis is pending.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.